Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a break in the patient line of the homechoice cassette was reported, which is known to cause this alarm. The cause of the break in the patient line could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the patient line broke as if "it was severed", which led to this alarm. The break in the patient line was further described as "not like a clean cut, it appears ripped". The patient would contact their pd office regarding the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.